Event description:
Apl valve sticking when set at minimum. Patient spontaneous breathing and airway pressure would increase. Clinician had to remove rebreathing bag to prevent potential barotrauma to patient during procedure. Video of event was provided to both hospital bio med team and ge healthcare. Hospital bio med team was able to reproduce event. After applying force to the rebreathing bag a "pop" was heard and felt. Hospital biomed team cleaned all pneumatic component's and could not reproduce. Machine was returned to service.